Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels appeared. This was noted when the user was firing at 100% output. The blue pixels occurred throughout the entire procedure. When the user came off the foot pedal, the blue pixels dissipated over 4-5 acquisitions. There were no patient complications reported in relation to this event.